Manufacturer narrative:
(B)(4) the device was returned on 7/7/2017 for evaluation and visually and functionally tested pursuant to qrf-0271.f. The evaluation concluded that the cable which controls the up/down articulation movement of the device was not tensioned properly. Because of this, the lock mechanism was not able to completely engage. The complaint was confirmed.

Event description:
On (B)(6) 2017, a (B)(6) female had an on-pump, fully heparinized mvr/laa procedure. While the surgeon was attempting to deploy the pro135 device on the laa, the device would not articulate and the surgeon noted that it seemed a string was broken inside the device. The clip had not been tested prior to insertion into patient. The defective clip was removed without any issues and a second pro135 was placed on the laa successfully. The patient care, outcome and length of the procedure were not affected. Post intervention, the patient was discharged home as anticipated.